Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture irregular appearance (both suture ends blue) could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a carotid stenting procedure. Reportedly, both ends of the harvested suture were blue. The sutures were used to achieve hemostasis. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.